Manufacturer narrative:
Date of event: unknown, an exact date was not provided but the account commented that the incident happened between (B)(6) 2018. If implanted, give date: unknown, but the best estimate is between (B)(6)2018. If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). Railing haptic partially unfolded. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00) the doctor pushed the plunger of the injector and started screwing as required. Reportedly, the lens got stuck between the cartridge and the plunger. The surgeon had to take a mcpherson pincet to release the trailing haptic out of the cartridge. No patient injury and no wound enlargement was required. The account commented that the trailing haptic was partially unfolded while still in the cartridge which caused it to get stuck. Additional information was received and it was clarified that the leading haptic and the lens optic were released normally but the trailing haptic was partially unfolded and got stuck in the cartridge. The trailing haptic was then manually released and the procedure could be finished without any adverse effects for the patient. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4). And CAPA:(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/08/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed residue of viscoelastic material on the cartridge. The intraocular lens (iol) was not returned with the preloaded device. No damage was observed to the cartridge. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The condition of the returned sample was consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.